Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported the infusion set needle was bent and did not retract at a 90 degree angle if she removed the adhesive backing after engaging the infusion headset inside of the insertion assist plus device. Pt stated when she would remove the adhesive first, next insert the headset, and then engage the insertion assist plus device by pulling the lever upward, the needle is not bent and comes down straight at a 90 degree angle. Pt reported there were no leakage and no blood glucose concerns. Pt stated when she would experience the issue; she would throw the infusion headset away and restart the insertion process again. Pt has discarded the alleged infusion sets. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.